Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Product ID: 3389s-40, lot#: va2924f, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 31-oct-2024, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting stage 2 implantation of bilateral extensions and b35200 generator. Ail impedances ran in or and showed out of range at contact 3. Test ran twice, consistently off at contact 3. The physician loosened set screws reinserted extensions, tightened set screws and retested = impedances still off at contact 3. They went to extension lead connection, slid boot off, loosened extension screws, reinserted lead, tightened screws, impedances normal. The boot was put back on, tied suture, moved to generator pocket to suture generator in. Ran final impedance test, impedances out of normal range again at contact 3. Rep recommended a swapping extension position (front to back, back to front) to see if high impedance followed and retest and b. Using alligator clips to test on extension. They decided to leave as-is. End of case impedances ran one more time, high impedances remain at contact 3. No symptoms were reported.